Manufacturer narrative:
Retainer ring = black. The insulin pump was returned for high blood glucose/under delivery, drive/motor anomaly, unresponsive keypad and audio/vibrate anomalies per event date (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, delivery accuracy test and self-test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No data anomaly noted during carelink pro download. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No damage in the keypad assembly noted. J1 connector on electrical board was inspected and properly connected. Device passed the keypad voltage test. The following were noted during visual inspection, fading serial number label. In summary, customer alleged no delivery/occlusion alarm, drive/motor anomaly and unresponsive keypad not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 400 mg/dl. The customer did not experienced symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was declined for troubleshooting. Customer alleged insulin pump was under delivering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported that the insulin pump¿s buttons were sticky which affected insulin delivery. Customer stated sounds on insulin pump was no longer working. Customer stated insulin pump was making grinding noise when rewind.